Event description:
It was reported that the user was unable to pass the iab through the sheath due to strong resistance. The intra aortic balloon and sheath were removed and replaced. There were no pt complications.